Event description:
Boston scientific received information that this right atrial pacing lead had fractured. An invasive procedure was performed. This lead was capped and successfully replaced. It was reported the patient had experienced a syncopal event prior to the lead replacement procedure. No adverse patient effects were reported due to the lead replacement procedure.

Manufacturer narrative:
The lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.